Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. . Section e1 - telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was engaged as usual and had a tear when it was inserted into the eye. A backup lens was then used. Through follow-up, it was learned that the tear was noticed after iol insertion, and the lens was cut in order to remove it from the eye. No patient injury was reported. Another lens was used and inserted without any incident. The tear in the iol was close to the trailing haptic in the optic. The directions for use were followed. No further information was provided.